Manufacturer narrative:
Investigation: samples received 10 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received ten closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.68 kgf in average and 1.53 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum) we have also tested the knot security control of the samples received and the results are into the current range for this thread and size. Degradation test results conducted on the samples received fulfil b. Braun surgical requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 1.20 kgf in average and 1.13 kgf in minimum. B. Braun surgical requirement is 0.50 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: as indicated in the side effects of the instructions for use of the product, an existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfil usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported anastomosis insufficient. The reporter indicated that on three different surgeries with different surgeons, there were three anastomotic insufficiencies during the last week. Every surgery was a colon resection on a male patient. The anastomoses was sutured as usual (pure hand anastomosis, 2-row). Due to this fact, the surgeon excluded a surgeon-related error. Used sutures: novosyn 4/0 hr22 and 4/0 hr17 70cm for the continuous suture, 4/0 hr17 4x45cm for the single button sutures. Per the reporter, each surgeon performs the anastomosis according to the same procedure. According to the surgeon, three cases in the same week is very unusual. The insufficiency rate is usually 3-5% in the house. All three patients had to have a re-laparotomy and were in the intensive care station. Additional information and patient information is not available. This report is for patient #2.